Event description:
It was reported that in 1994 the pt underwent a right femoral/popliteal reverse saphenous vein graft. They became febrile on post op day 2, but note in medical record states no infection or gross cellulitis noted. They were continued on cipro and IV vancomycin. An I&d on the mid thigh incision was done with serous fluid expressed. They remained afebrile and were discharged on post op day 10. Wounds were closed with 3-0 absorbable suture on fascia and sub-q, and 4-0 absorbable suture was used to close the skin. No additional info was provided.